Event description:
It was reported that an unspecified quantity of large volume multirate infusors leaked from unspecified location. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from may 20, 2021 - may 21, 2021. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid inside a bag that contained the unit. Further inspection found the blue winged luer cap to be slightly untightened which had caused leak inside the bag. The cap was hand tightened and functional leak testing was performed, and no signs of leak were observed. Based on the sample analysis finding, the folfusor unit was determined to be conforming product because no evidence of leak was found during the functional leak test. The reported condition was verified. The cause of leak inside the bag was potentially due to a use error by not securely tightening the blue winged luer cap. The product labelling, instructions for use indicates the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.